Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for high blood glucose levels. The blood glucose reading was 400 mg/dl. The customer stated that she was sleeping overnight when she received a battery out limit on the insulin pump, causing the device to stop delivering insulin. The customer's nurse stated that she had changed the battery 4 times, and the insulin pump kept alarming no power. The customer had gone to deliver a bolus and the device shut off. The customer stated that the batteries had not been out of the device for a greater duration than allowed by the insulin pump. She did not receive multiple battery out limit alarms. Advised to monitor the insulin pump and that a replacement battery cap would be sent. Nothing further reported.